Manufacturer narrative:
A cardioquip customer performed preventive hpc testing on their device to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) the device receive an internal water pathway replacement, or (3) the customer participate in cardioquip's trade-in program. These options would return the device to specification. These options were relayed to the customer via email on 01/27/2026. As of the date of this report, the customer has not responded to these options.

Event description:
A cardioquip (cq) customer performed a preventative hpc test. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on (B)(6) 2026, indicating device contamination.